Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that when the surgeon rotated the cdh33 knob, the indicator would not move at all. The surgeon changed instruments and completed the anastomosis. There was no consequence to the patient.